Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoid resection. According to the reporter: the surgeon placed the stapler on the colon and began to close the device. The device was very slow to close. Once closed, they attempted to fire the stapler and the stapler did not fire. The surgeon opened and closed the stapler again and attempted to fire. The device still didn't fire. The surgeon decided to use a different device to finish the case. The patient was not injured from this and there was no delay in time as well as no blood loss. The lights on the stapler when loaded were green and it loaded properly.